Manufacturer narrative:
(B)(4).

Event description:
Implant would not deploy, opened another and continued. Additional information confirmed that t1 was deployed without issue when the surgeon went to deploy t2 it would not strip off the needle. T1 was left unsupported behind the capsule.